Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibit poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 55 retained samples were visually inspected, with no issues being identified. Complaints for sample quality were not under statistical control for the month of march 2025. Additional testing may be required: further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes furthermore clinical testing is not indicated as the customer resolved the issue by resolving centrifuge irregularities. No further testing is required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed with respect to poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibit poor barrier separation. There was no health impact or consequences reported.